Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited noise oversensing, which had been present for some time. No changes or intervention were performed. There were no patient consequences.